Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced tenderness and burning at the implantable neurostimulator (ins) implant site. The patient thought it was tender because that is where they had been cut open in the same spot twice to have the implants put in. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.